Event description:
It was reported that the bd phaseal¿ optima protector (p21) experienced leakage between protector and vial. The following information was provided by the initial reporter: they had a leakage from the protector and the vial. The fluid came out between the vial and the protector were the protector are connected to the membrane. I don´t have any product to send in.

Manufacturer narrative:
D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6 investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.